Event description:
It was reported that 24 hours after a laparoscopic cholecystectomy procedure, the clip opened. The clip was used the seal the cystic duct but liquids leaked out. The patient had to be transferred to another hospital and sent had to be placed via gastroscope into the pancreatic duct. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.